Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and discomfort. Update sep 11, 2017: litigation record received. Litigation alleges high levels of chromium. Unknown stem has been added due to alleged high metal ions. Added complainant information. This complaint was updated on sep 29, 2017.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Revision note stated that there was a clear evidence of metal ion reaction in his hip, but there was no significant soft tissue loss. Clinical notes reported of altered gait and loss mobility. There was no laboratory values provided for the alleged elevated metal ions. Added complainant information and product information were provided.